Manufacturer narrative:
Findings: unit received with unresponsive buttons due to corroded keypad traces. Unit received with missing keypad overlay and display window cover. Unable to perform displacement test due to keypad anomaly. Unit received with peeling serial number label. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump has the button cover came off. Customer also got stuck button alarms. Customer thinks that sweat may have caused the button cover to come off. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.